Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
Sa,e case as manufacturer's report # 6000093-2007-01129. It was reported that during a percutaneous coronary intervention (pci) procedure, the quantum maverick monorail balloon ruptured. The 90% stenotic lesion was located in the calcified left anterior descending (lad) coronary artery. The quantum maverick monorail balloon ruptured on the third inflation at 12 atms. The first and second inflations were both to 10 atms. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."